Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What date was the infection diagnosed by culture? What was the date of the debridement? After deep wound was reclosed, what date was the wound ¿re-opened and cleaned¿? What are the patient age, gender and weight? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion procedure on unknown date and the barbed suture was used to close the surgical wound on the dermis. After the procedure, wound infection caused by bacillus of green pus occurred on the upper area and the deeper area includes the tunica muscularis on the surgical wound. Debridement was performed on the upper area of the wound from the skin surface to the dermis without removing the barbed suture and administration of antibiotics was started. Then dead cavity was observed under the skin and it had been filled with exudate. Even after the treatment, exudate continued to appear and the infection had not been cured. The surgical wound was re-opened and cleaned. Then, it was controlled as an open wound. It is unknown on what pod it was done. Currently, the surgical wound is being controlled by administration of antibiotics and periodic cleaning. When the symptom is healed to some extent, the wound on the tunica muscularis, the dermis and wound on the skin will be closed with another suture. The surgeon opined that the barbed suture was not a direct cause of the infection. It is unknown whether there was a causal relationship with the barbed suture and the symptom. However, protracted wound healing caused by blood flow disturbance was observed. There is a possibility that this situation was an indirect cause of the event, and might have made the infection worse. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what date was the infection diagnosed by culture? ¿no information. What was the date of the debridement? ¿no information. After deep wound was reclosed, what date was the wound ¿re-opened and cleaned¿? ¿no information. What are the patient age, gender and weight? ¿the patient is an (B)(6) years old male. The weight is unknown. What is the current condition of the patient? ....as of (B)(6), the patient was in the hospital. The surgical wound was being controlled by administration of antibiotics and periodic cleaning. We have not got further information since then.

Manufacturer narrative:
Additional information was requested and the following was obtained: update to patient current condition. No update has been provided from the hospital since (B)(6). What is physician¿s opinion as to the etiology of or contributing factors to this event? ¿the surgeon was not sure whether there had been a causal relationship between the stratfix and the symptom. However, protracted wound healing caused by blood flow disturbance was observed. He thought this situation might have been an indirect cause of the event, and might have made the infection worse. Also, since bacillus of green pus was detected, there is a possibility that the bacillus adhered to the affected site in the ward, causing the wound infection. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? ¿no, he didn¿t. Is there any product of the same lot number to return for analysis? ¿no, there isn¿t. Update to patient current condition? ¿no update has been provided from the hospital since (B)(6).